Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was not aligned properly, resulting in embolization into lv upon inflation and case was converted to surgical avr. No allegation of deficiencies or patient injuries resulted from complication. The fcs further explained that the case was a typical transcarotid tavr complicated by user error resulting in the commander balloon being pulled too proximally in relation to the valve. Subsequent inflation of balloon resulted in severe under deployment of distal portion of valve and eventual dislodgement of the prosthesis into the ventricle. The case was immediately converted to surgical avr with tavr explant without complication. There was no allegation of malfunction of any edwards device, however it was surmised that valve misalignment was from physician error during retraction of the flex catheter. The patient tolerated the procedure well and left or in stable condition. Received notification that the risk management department for patient safety will be returning the delivery system for evaluation, however, upon additional clarification, the device will not be returned as it was discarded at the procedure. Additional clarification of the event from the fcs indicated that the wording 'retract the flex catheter' could also be worded as 'pulling the pusher back' just before deploying the valve. Per the field clinical specialist, instead of fixing the right hand and pulling the left hand toward the right to pull the pusher back, it appeared that the physician fixed the left hand and pulled the right (as one would do for valve alignment). Hospital risk management sent additional information advising that the event occurred during gross valve alignment. The perceived root cause of the event, as reported by the operating room team lead, "both cardiologists and dr. Were maneuvering the valve at one point or another to get it to the proper position. It is believed that once it was across the valve [they] could not just pull the entire system out. They had to attempt to deploy it partially and then try to advance the balloon in further to deploy the rest of it. However, once it was partially deployed, they were unable to get the balloon to advance like they had hoped, which is when the decision was made to convert to a sternotomy." The degree of annular calcification was assessed as mild. The degree of tortuosity and minimum luminal diameter are unknown. The annular diameter was reported as 425 mm. The fcs provided additional clarification on the event. The inflow of the valve deployed enough that it barely held in the annulus after initial inflation. The balloon had watermelon-seeded aortic during deployment while the partially deployed valve stayed in place in the annulus. It was when we attempted to recross the partially deployed valve with that same commander balloon that the valve was then forced into the ventricle. The fcs requested that the vcc request the valve clinic to upload the tavr procedural films to valvepoint.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for valve alignment difficulty or inability during gross alignment and valve not between alignment markers and deployed are confirmed based on the review of procedural imagery provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'the valve was not aligned properly, ['] resulting in the commander balloon being pulled too proximally in relation to the valve. ['] there was no allegation of malfunction of any edwards device, however it was surmised that valve misalignment was from physician error during retraction of the flex catheter.' Additionally, regarding retraction of the flex catheter, it was clarified that 'instead of fixing the right hand and pulling the left hand to toward the right to pull the pusher back, it appeared that the physician fixed the left hand and pulled the right (as one would do for valve alignment).' Per additional information received, hospital risk management advised that the event occurred during gross valve alignment. Per the training manual, the following guidance is provided: ' gross alignment: 'the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker.' ' flex catheter retraction prior to thv deployment: 'slowly move back flex catheter (handle) while maintaining position of balloon catheter.' Two potential use errors may lead to over-alignment: 1) gross alignment error: retraction of the ballon catheter past the warning marker during valve alignment. 2) flex tip retraction error: retraction of the ballon catheter, rather than maintaining its position, during retraction of the flex catheter off the inflation balloon prior to deployment. Despite follow-up efforts for additional clarification, it remains unclear whether the over-alignment occurred during gross alignment or during flex tip retraction. However, imaging review suggests the second scenario is more likely. The valve was advanced beyond the distal valve alignment marker (figure 2), while the delivery system's fluid pathway remained intact, allowing full balloon inflation (figure 4). If the error had occurred during gross alignment, achieving the same over-aligned position would have required pulling past the hard stop'an action that would likely damage the balloon catheter and compromise the inflation pathway. Notably, retracting the flex tip in the opposite direction resembles gross alignment, which may have led the field to incorrectly interpret the issue as occurring during that phase of the procedure. Based on the available information, the over-alignment was attributed to a use error. Per the IFU and procedural training manual, the user is instructed to 'check to ensure that the thv is exactly between the valve alignment markers prior to deployment. Additionally, the manual provides instructions for withdrawing an undeployed thv. In this case, despite the valve misalignment, they opted to proceed with the implantation, rather than retracting and replacing the entire system. Therefore, the event can be attributed to use error (not following instructions). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05487. Hospital provided medsun number ''(B)(4)''. Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was not aligned properly, resulting in embolization into lv upon inflation and case was converted to surgical avr. No allegation of deficiencies or patient injuries resulted from complication. The fcs further explained that the case was a typical transcarotid tavr complicated by user error resulting in the commander balloon being pulled too proximally in relation to the valve. Subsequent inflation of balloon resulted in severe under deployment of distal portion of valve and eventual dislodgement of the prosthesis into the ventricle. The case was immediately converted to surgical avr with tavr explant without complication. There was no allegation of malfunction of any edwards device, however it was surmised that valve misalignment was from physician error during retraction of the flex catheter. The patient tolerated the procedure well and left or in stable condition. Received notification that the hospital risk management department for patient safety will be returning the delivery system for evaluation. Additional follow-up revealed clarification of the event. The wording ''retract the flex catheter'' could also be worded as ''pulling the pusher back'' just before deploying the valve. Instead of fixing the right hand and pulling the left hand toward the right to pull the pusher back, it appeared that the physician fixed the left hand and pulled the right (as one would do for valve alignment).